Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/ catalog number: sc-2316-50e, serial number: (B)(4), batch/ lot number: 5122386, model/ catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection during trial. It was also stated that the patient's trial leads migrated. The patient underwent a lead pull procedure and will undergo a retrial.